Event description:
Event description guidant received information that the implantable atrial generator is programmed to three zones (125/145/165) with anti-tachi pacing and shocks programmed in the lowest zone. Review of the event strips showed ventricular tachycardia (vt) around 150 bpm but there was no device response. Review of the last programming date was the day of this event. It is suspected that the rate cut off may have been reprogrammed after this event